Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient stretching infusion set to seven days leading to leak and experienced hyperglycemia event on 17-mar-2026 got treated with correction injection via multiple daily injection.